Event description:
Related manufacturer reference number 3006705815-2023-06729, 3006705815-2023-06728. It was reported the ipg was explanted and replaced to address the issue. It was reported the patient's leads had migrated. As such, surgical intervention occurred where the leads were explanted and replaced to address the issue.

Manufacturer narrative:
H10 should have read: the allegation of ¿pain and warmth¿ at the ipg pocket site was not confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The reported pocket heating issue, not related to charging, was not confirmed. The device was tested for outer surface temperature, while stimulation was on, and passed. Rather than: based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced a shocking/stabbing pain located at the ipg site. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.